Event description:
A complaint of an infection at the pocket site was reported. The pt reports having redness, chills, fever and pus at the infection site. A culture was taken and it was determined the pt had a staphylococcus aureus infection and was put on IV antibiotics and had the precision system explanted. At a later date, the pt had an MRI which was determined that the pt had a cervical spine abscess near the throat. The physician believed this could have been due to the original infection that had not cleared.